Event description:
It was reported that the customer attempted to prime the insulin pump with the red cap that is provided with the insulin pump, and insulin was squirting out several times. Troubleshooting was performed, and the customer was requested to rewind the device the customer placed the red cap into the reservoir compartment and then the insulin pump alarmed an error. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to complete the full download due to several error alarms found in the alarm history. The error alarms noted were due to the corrupted history file. In addition, another error alarm occurred during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the error alarms. The device had a cracked case on the display window, and a scratched screen.